Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and calcified posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. However, a significant movement of clip was visualized. Post deployment, the clip opened up 30 degrees after detachment from clip delivery system. Another mitraclip was implanted for further reduction of mr. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.